Manufacturer narrative:
Product analysis: the protégé rx was returned inside a previously opened protégé rx box and pouch, inserted the thermoform tray. The lot number indicated on the box and pouch was a733516. The protégé rx was removed from the tray and inspected. The tuohy-borst valve was tightened. The distal end of the catheter showed the distal end of the stent exposed. A stent strut was observed hanging over the distal rim of the catheter shaft. The loaded stent was approximately 3cm. The dried biologics was visible another 12cm within the catheter. A 0.014¿ guidewire from the lab was front loaded. The protégé rx was loaded the deployment apparatus from within the lab. 3.29 lbs of force was applied to the deployment grip, but the stent showed no signs of deployment. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use 2 protégé rx self-expanding stent systems during treatment of a 50mm, calcified lesion in the patient¿s internal carotid artery of diameter 6mm. Severe calcification and moderate tortuosity were reported. Lesion exhibited 98% stenosis. The patient did not have any previously deployed stents. No damage noted to device packaging. No issues noted when removing the devices from the packaging. IFU was followed. The devices were prepped without issue. Pre-dilation was performed. No resistance was encountered during advancement of the devices. The first stent was deployed without difficulty. The second stent was advanced to the target location, and the physician loosened the tuohy-borst valve prior to attempted deployment. The physician then attempted to initiate deployment by retracting the outer sheath (y-connector) while holding the inner shaft (proximal grip) in a fixed position. The outer shaft could not be retracted. The stent system was removed from the patient as it was unable to be deployed. The physician then dilated the lesion with a balloon to complete the procedure. The device was safely removed from the patient. No patient symptoms or complications associated with this event. No injury reported.